Manufacturer narrative:
Device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. It was reported that patient faced an issue with six infusion set was leaking at site. The blood glucose level was 400 mg/dl at the time of incident and was managed by bolus via pump. The patient had moderate ketones as well. The infusion set was in use for two days. The patient replaced infusion set and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code malfunction cannot be determined. The batch 6005261 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate (B)(4) complaint test report. Device history record (DHR) review: the lot 6005261 was manufactured according to the document work instruction (wi) version 96 on the packing process in the machine mutltivac 10 , on 02/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code malfunction cannot be determined, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage and lot 6005261 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.